Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of remote transmission via merlin.net transmission, atrial oversensing which caused several auto mode switch episodes were observed on the device. Atrial channel showed far r-wave post bi-ventricular pacing. Programming changes were recommended and for patient to visit in clinic for routine checking and testing of the atrial lead. It was also recommended for chest x-ray to be performed. No patient symptoms were reported. During a later patient follow up visit in clinic inappropriate auto mode switch episodes were observed. No programming changes were made. During a later patient follow up visit in clinic it was planned for programming changes to be made. Patient was not symptomatic. No further information available.